Event description:
The lead was explanted due to dislodgement caused by twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.